Event description:
It was reported that during convective radiofrequency water vapor thermal therapy, the delivery device stopped for four seconds. The trigger was unable to be pulled. The procedure was not completed. No complications to the patient occurred due to this event.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, the information provided is not sufficient to assign a cause, therefore, the investigation conclusion code is no problem detected.

Event description:
It was reported that during convective radiofrequency water vapor thermal therapy, the delivery device stopped for four seconds. The trigger was unable to be pulled. The procedure was not completed. No complications to the patient occurred due to this event.